Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Angina, myocardial infarction (mi), and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that over 2 years post implantation of a 3.5 x 12 and a 3.5 x 18/20 promus stent in the left main coronary artery (lmca) /circumflex (lcx), the patient was hospitalized with worsening chest pain radiating to left upper extremities and left neck. Enzymes were elevated and the event was diagnosed as a myocardial infarction. On (B)(6) 2011, angiogram revealed 90% in-stent restenosis of the ostial lcx. On (B)(6) 2011, coronary artery bypass surgery was performed. The procedure was successful and the patient is recovering. There was no additional information provided.